Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with chest pain and requested to have their device explanted. No known surgical intervention has occurred to date. No other relevant information has been received to date.